Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device would rewind but when new reservoir was placed, the piston would not go up well. Customer's blood glucose was 5.6 mmol/l. Customer had to press the act button multiple times before the insulin drop would exit. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during our visual inspection. The operating currents are within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly and no unexpected motor anomaly noted. The motor was tested outside the device and passed. No cosmetic damage noted during our physical inspection.